Event description:
The surgeon reported that a malyugin ring had kinks in two corners which caused the device to be too tight on the iris. The ring was removed without harm to the pt.

Manufacturer narrative:
Device was not returned for eval. Upon making contact with the facility, they indicated that the surgeon said that one of the scrolls was deformed. There was no pt impact.